Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high impedance out of range on this right ventricular (rv) lead. Additionally, the sensing reduced "amplitude" and there was no capture. It was noted that it all started after straining lifting a motorcycle off of another person. Four months later, additional information was received which indicated that, noisy signals were oversensed in the rv lead that led into inappropriate non-sustained ventricular tachycardia (nsvt) episodes store. Technical services (ts) recommended to adjust sensitivity and the rv lead was reprogram. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high impedance out of range on this right ventricular (rv) lead. Additionally, the sensing reduced amplitud and there was no capture. It was noted that it all started after straining lifting a motorcycle off of another person. Four months later, additional information was received which indicated that, noisy signals were oversensed in the rv lead that led into inappropriate non-sustained ventricular tachycardia (nsvt) episodes store. Technical services (ts) recommended to adjust sensitivity and the rv lead was reprogram. This pacemaker remains in service. No adverse patient effects were reported.